Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for unspecified bacteria(6cfu/endoscope) during routine surveillance culturing test by the facility. The portion of the subject device, where the microbes were detected, were not reported. The subject device had been disinfected using olympus automated endoscope reprocessor model etd (not available in the u.s.a) with peracetic acid(olympus endodis). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(4) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.